Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, at an unknown time after implantation of an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved, and recurrent deep vein thrombosis (dvt). The indication for filter implantation was for right lower extremity dvt and swelling. The filter was successfully deployed below the renal vein. Per the patient profile form (ppf), the patient had blood clots, clotting and/or occlusion of the ivc, bilateral lower extremity venous thrombosis, hematuria, and epistaxis. The patient also reports to be suffering from, extreme pain in lower half of the body, ongoing mental anguish, stressed breathing, and lack of mobility. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (14077927) presented no issues during the manufacturing process that can be related to the reported event. This report is a follow up report to MFR number 9616099-2016-00297 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, after an unspecified period of time when an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved, and recurrent deep vein thrombosis (dvt). The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and/or occlusion of the ivc, bilateral lower extremity venous thrombosis, hematuria, epitaxis. The patient also reports to be suffering from, extreme pain in lower half of the body, ongoing mental anguish, stressed breathing, and lack of mobility. According to the medical records, the patient underwent the filter implantation due to right lower extremity dvt and swelling. The filter was successfully deployed below the renal vein.